Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported that the patient was placed onto impella 5.5 support due to post-cardiotomy cardiogenic shock / low cardiac output syndrome. While on support, the automated impella controller experienced purge disc/flag issues for which console replacement was advised. No patient harm was reported due to the issue.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. B.7 revised as information was inadvertently omitted from initial manufacturer device report number 1220648-2024-15241. D.2 revised common device name as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-15241. D.4 revised serial number as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-15241. D.6 a and d.6b dates were reported on initial manufacturer device report number 1220648-2024-15241and should not have been as automated impella controllers are not implanted. E.1 phone number was revised as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-15241. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-15241 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 2199 was entered on initial manufacturer device report number 1220648-2024-15241 in error. Code 4629 should of been reported and was added.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The impella device was returned for evaluation. Data review : no data review is needed for this complaint because it was only reported that the retainer was broken. Device analysis : the purge disc retainer was found to be broken (retainer completely broken off). The root cause of the issue was a broken purge disc retainer. D2 common device name revised on manufacturer device report 1220648-2024-15241-1 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-15241 in accordance with updated procedures.